Event description:
Evaluation summary: the stent was returned attached to a snare device. Crimp impressions were evident along the working length of the balloon. The 1st nine segments at one end of the stent were intact. The remaining segments were stretched and overlapping.

Manufacturer narrative:
Evaluation results: related to another device -the root cause of the reported event was most likely vessel morphology and possible interaction of the stent and guide catheter. Evaluation conclusion: operational context contributed to event -the root cause of the reported event was most likely vessel morphology and possible int eraction of the stent and guide catheter.

Event description:
The physician was using an integrity rapid exchange (rx) stent to treat a lesion in the mid rca, distal to a previously implanted stent. The lesion was reported to exhibit 80% stenosis. The lesion was pre-dilated, however difficulty had been encountered passing 2 prior stents to the lesion. It is reported that device passed through a previously deployed stent however was unable to cross the lesion. Stent dislodgement occurred upon withdrawal of the intact stent catheter at the ostium of the vessel. The stent was removed with a snare. The patient was transferred to the cvu unit in stable condition.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolism and failure to cross). Patient's condition affected effectiveness of device-80% stenosis. Evaluation conclusion: known inherent risk of procedure- (stent embolism and failure to cross). Device failure/lack of effectiveness related to patient condition-80% stenosis. (B)(4).